Event description:
It was reported that a malfunction occurred, identified by code malf 24. There was no adverse impact to the customer's blood glucose level. The customer's pump, which was still under warranty, was replaced by cts with a new one, and the customer was advised to use mdi as a backup therapy. Storage instructions were provided for the old pump, and the replacement process was acknowledged by the customer.